Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in axillary artery. A 7.0 x 60, 135cm mustang balloon catheter was advanced for dilation. However, during the inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: a mustang device was received for analysis. A visual and tactile examination were performed on the device. The balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 47mm in length and extended from a position 20mm distal of the proximal markerband to 6mm distal of the distal markerband. No damage observed to the tip of the device. Found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in axillary artery. A 7.0 x 60, 135cm mustang balloon catheter was advanced for dilation. However, during the inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable post-procedure.